Event description:
It was reported that high impedances were observed on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was replaced with a new one. The patient was doing well post operatively. The explanted lead was disposed of and will not be returned for analysis.